Manufacturer narrative:
(B)(4). The malfunction was verified and the graphical user interface (gui) printed circuit board (pcb) was replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Information was received indicating that, an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.